Event description:
Additional information reported the patient had withdrawal "systems" that occurred in the past and now gets the pump refilled before the alarm. The patient didn¿t know why this happened but thought it might have been the medicine.

Manufacturer narrative:
Product ID 8709 lot# l71599, implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient experienced withdrawal episodes in the past. Everything was fine now and there were no issues. The patient was seeking a physician to manage their care. The patient considered having the pump explanted as he is older now and is planning to travel extensively. The patient did not want to be concerned with worrying about finding a refill physician. Additional information has been requested but was not available at the time of the report.